Event description:
It was reported that patient has experienced high blood glucose on (B)(6) 2026. Because patient reported set was fell off and treated with correction bolus via pump and insulin pump.

Manufacturer narrative:
Initial 1 of 2. Name: tandem. Country: united states of america. Street: 11045 roselle street. City: san diego. State: california. Zip code: 92121. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.